Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber was observed to be forward-firing at 49,264 joules of use and 10 minutes. The case was completed using an alternate procedure (turp). Patient outcome: "no damages to the patient".

Manufacturer narrative:
(B)(4).